Event description:
Customer reporter device generated a result (value, not provided) without dosing of the test strip. No treatment was received. A request was made for return product and replacement product was sent.